Event description:
This report summarizes 28 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
It was originally reported that there were 29 devices and 2 were pending. There are only 28 devices and 1 was pending. The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 26 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 29 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.